Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used for a cystoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the fiber body outside the scope was broken upon introduction into the scope and fell on the floor. The laser energy discharge on the floor and the laser unit was immediately shut down. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There was no harm to the patient or staff.